Event description:
I am a pharmacist that has dispensed 3 different freestyle libre 14 days to 3 different patients that have been faulty. I had each patient bring them in to verify the right product has been dispensed and that it appears the most recent lot number is 2107240. FDA safety report ID# (B)(4).